Manufacturer narrative:
Citation: authors: anupama barua, robert brown, swapna puppala, and david j. O¿regan journal name: journal of cardiac surgery year of publication: 2016 issue #: 31(4):211-3 title of article: spontaneous hemothorax following cardiac surgery literature reference: 10.1111/jocs.12729 the device remains implanted in the patient, therefore the device will not be returned for analysis. The event date used for this product event was the first day of the first month of the year of publication. No serial number was provided within the article therefore no manufacturing or expiration date is available.

Event description:
Medtronic received information via literature review that a (B)(6) year-old female patient with a history of severe aortic stenosis underwent a procedure to implant a medtronic bioprosthetic valve (serial number not provided). Thirty hours after the surgery, the patient became hemodynamically unstable, pulse 118/min, blood pressure 70/40 mm of hg, and anuric. Chest x-ray revealed complete white out of the right lung. A chest drain was inserted with immediate drainage of 1500 ml of blood. Computed tomography (CT) angiogram of the thorax showed a large quantity of blood in the right pleural space with evidence of active bleeding and a jet of contrast entering into the pleural space. The patient was taken emergently to the operating room for re-exploration. The mediastinum was clear with no accumulation of blood and the left ventricle was contracting well. No hematoma or bleeding was identified at the aortic suture line. The right pleural was intact. The right pleura was opened and 2 l of clot and fresh blood were removed. A bleeding blood vessel was identified at the diaphragmatic surface and was cauterized. An adhesion between parietal pleura and diaphragmatic surface of the right lung was found without any other pathology. The patient became stable and fully recovered. The device remains implanted with no further adverse patient effects reported. It is noted in the article that an explanation for hemothorax after cardiac surgery can be a massive amount of heparin administration during cardiopulmonary bypass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.